Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a intima-ii 24gax0.75in prn slm npvc had a separated catheter during use. The following was reported by the initial reporter: "the responsible nurse gave intravenous infusion to the child according to the doctor's advice. When unpacking the indwelling needle, it was found that the needle and the catheter tube were separated and could not be used normally. The operator immediately replaced the indwelling needle for intravenous infusion and contacted the armourer department afterwards to explain the situation".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0322649. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that a intima-ii 24gax0.75in prn slm npvc had a separated catheter during use. The following was reported by the initial reporter: "the responsible nurse gave intravenous infusion to the child according to the doctor's advice. When unpacking the indwelling needle, it was found that the needle and the catheter tube were separated and could not be used normally. The operator immediately replaced the indwelling needle for intravenous infusion and contacted the armourer department afterwards to explain the situation"